Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive to the customer pressing the "down" arrow. During troubleshooting with tandem technical support, the touchscreen functioned as intended. There was no reported impact to customer's blood glucose level.